Event description:
Healthcare professional reported a right side "deflation". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: fold creases, a curved opening on plug strap bond edge, and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: a sharp opening on plug strap bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. A sharp opening on plug strap bond edge (anterior) assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side "deflation". The device has been replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "deflation". The device has been replaced.